Manufacturer narrative:
The component failure is being attributed to stresses being applied over time leading to eventual material fatigue of the top plate. A corrective and preventative action (CAPA (B)(4)) has been implemented to investigate, correct, and monitor effectiveness. As a result of the CAPA investigation, it was decided that a thicker 8 mm material be used for the top plate, replacing the current 6 mm design. With this material design change, it was determined the change to the thicker material improved the overall strength of the component making it less susceptible to material fatigue when exposed to log term stresses. The redesigned component has been supplied to the service provider, installed on the device, and the chair returned to the end-user. The DHR was reviewed and chair met specification prior to distribution.

Event description:
Received report that the end-user was traversing down a sidewalk and maneuvered the chair over an 1/2"-3/4" obstacle. It was reported that after hitting that obstacle, the upper plate of the fst broke free allowing the seating and client to start to fall. Reports are the end-users husband responded quickly, catching the end-user before the seating fell from the chassis. No injuries were reported to have been sustained.